Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018840 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1018840, test base part number 190-430 / lot: 1018840. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018840 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not reviewed due to the kit being expired.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 performed on (B)(6) 2021. Repeat testing was not performed. Rt-pcr confirmation testing on nasopharyngeal swabs with multiplex real-time transcriptase pcr system generated positive results (CT values not provided). The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.